Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was slow retracting (or sticking), causing the device to continue to run after the trigger was released, posing the risk of a cut to a user or patient. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.